Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the emergency room after receiving shock from the device. It was discovered that the rv lead was dislodged and was pulled all the way back into the pocket. Patient received inappropriate hv shock. When the lead was explanted, it was found that the header stitch on the device had been broken, and then the rv lead suture sleeve was still sutured to the muscle, though the lead had pulled out completely. Lead was replaced. The physician does not suspect that the lead dislodgement was caused by the broken header stitch. Patient was in good condition after the shock and post-procedure.